Event description:
It was reported that a patient presented diagnostic results characteristic of a lead break during a routine office visit. The treating physician requested x-rays to be taken due to pain the patient was experiencing at the generator site during stimulation. During the physician's x-ray assessment, a lead break was identified close to the generator therefore, the physician programmed the patient's device off. The physician did not recall the patient reporting any manipulation or trauma that may have contributed to the event. The patient's device will be replaced however no surgery date is currently set.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.